Event description:
The customer called to report problems with sensor and blood glucose readings, as well as calibration errors. The customer then stated that he was hospitalized for low blood glucose levels in the range of 30 mg/dl. The customer stated that he went low because had given himself a bolus for food that he was about to eat, but he changed his mind, ate something else, then went to sleep. The customer knew that it was his error, and declined further troubleshooting. Nothing further was reported.

Event description:
It was reported from a (B) (6) that the membrane above the small compartment of the freezing bag did not seal well, resulting in (B) (6) product flowing into the outer membrane noted at the step of transferring the blood into the freezing bag. Date of occurrences was reported from (B) (6) 2009 through (B) (6) 2009.

Manufacturer narrative:
L/n 0853153 - manufactured 11/05/2008, expires 11/05/2011.l/n 0853130 - manufactured 10/16/2008, expires 10/16/2011.l/n 0853139 - manufactured 10/25/2008, expires 10/24/2011.

Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report.